Event description:
It was reported that during a procedure a 3.0x23 mm rx xience alpine stent was implanted in the right internal mammary artery to the left anterior descending artery and a 2.25x12 mm rx xience alpine stent was implanted in the sapheneous vein graft to the left circumflex 3rd obtuse marginal distal anastomosis. Reportedly, the procedure was complicated by a perforation at the distal anastamosis after stent deployment. A 2.8x16 mm rx graftmaster stent system was advanced but could not cross the anastamosis. The perforation was successfully sealed with a 2.0x12 mm trek dilatation catheter that was advanced and inflated for 50 minutes. There was no hemodynamic compromise and trivial pericardial effusion noted. Post procedure the patient experienced persistent pain and one episode of right sided chest pressure but there were no electrocardiogram changes and troponins x2 were negative. The patient was discharged in stable condition on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for failure to advance reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) concomitant products: stent: 3.0x23 mm rx xience alpine, 2.25x12 mm rx xience alpine. The 2.25x12 mm rx xience alpine referenced is filed under a separate medwatch MFR number. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.